Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, a vf episode dated (B)(6) 2012, was recorded in the associated ICD memory (pardym dr, (B)(4), MDR: 1000165971-2012-00201) despite sinus rhythm classification as expected. Note that noise oversensing was observed on that episode, and no therapy was delivered. An explanation was required to know whether a device or lead issue is suspected.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.